Event description:
It was reported the pt's ipg is tilted in the pocket. The pt has difficulty charging due to intermittent communication. The pt will see her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.